Manufacturer narrative:
B.5 additional information was received. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26753. G.1 added reporting contact facility name as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26753.

Event description:
Additional information was received that after 78 days of support, high purge pressure alarms occurred. The patient still remains on the pump for support.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 63-year-old male patient with an impella 5.5 and ECMO for the support of a patient admitted in with cardiogenic shock (cgs) and cardiomyopathy. The pump was supporting while patient awaited decision on left ventricular assist device (lvad) or other advanced therapies. After 28 days of support the pump had to be troubleshot with tissue plasminogen activator (tpa) for high purge/purge blocked alarms. The pump remains on and there was no patient harm reported.